Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pauses causing dizziness and near syncopal episodes for several days. The right ventricular (rv) lead exhibited intermittent loss of capture. The lead was capped and replaced during a system upgrade procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.